Event description:
The driver broke while inserting a screw, in the screw head and it damaged the screw head. Screw could not be removed. Tip of screwdriver tip was removed from patient.

Manufacturer narrative:
The affected product was not returned and the root cause can not be determined. Based on statistical evaluation there is no indication for any systematic device related issue. The complaint is added to the trend. If the product will be returned at a later date an appropriate investigation will be performed, the complaint reopened and the result revised.